Event description:
It was reported that during a da vinci sp-assisted transoral surgical procedure, the customer encountered an instrument recognition issue and the system displayed repeated invalid cannula message prompts. The customer tried a backup cannula with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site¿s system logs and confirmed the occurrence of the error fault. The tse walked the customer through a hard power cycle on the patient side cart (psc) and the system powered back on with a non-recoverable error code indicating a cannula mount sensor fault. The surgeon elected to convert the procedure. Isi followed up with the isi clinical sales representative (csr) who indicated that there was no issue found during set up of the system. The issue was identified when the customer was trying to dock to the cannula at the beginning the procedure. Due to the customer reported issue, the customer elected to convert the planned procedure to a traditional transoral surgery. It was confirmed that the traditional transoral surgery was completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse confirmed the issue. The fse applied a kapton tape to the hall sensor on the cannula mount and all error faults cleared. After this, the da vinci system was recalibrated, tested, operated without error and verified ready for use.